Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, implanted: (B)(6) 2018, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018 for an basic evaluation (be) for urgency frequency and urge incontinence. It was reported that the trial patient had soreness at the incision site. Follow up information received on may 12, 2018 reported that the patient had blood on the bandage and that their ¿device¿ may have shifted overnight. The stimulation was reported as comfortable and it was not jolting them. Further follow up information received from the patient on may 13, 2018 reported they had a stressful day yesterday and that their ¿device or leads¿ moved again. Additional information received on may 14, 2018 reported that the patient¿s controller was frozen on the screen that showed ¿settings not available¿. The patient stated that nothing happened when they pressed ¿ok¿ or when they tried to turn down the stimulation. It was advised the patient contact their physician for assistance. It was unknown if there were any environmental/external/patient factors that may have led to the issue. The issue as not resolved at the time of report. It was unknown if any surgical intervention had occurred or were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.